Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: controller ac adapter/ unknown/ model #1430us / exp. Date: unknown/ UDI#: (B)(4), mfg. Date: unknown. (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery was draining inappropriately when using the controller ac adapter. The battery emitted a low battery alarm. The battery and controller ac adapter remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the unknown battery and controller ac adapter were not returned for evaluation. Log file analysis revealed that the controller in use during the event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed that the batteries discharged as expected. No critical battery alarms were recorded. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of power consumption were considered; events involving batteries that rapidly discharge can be attributed to soldering or welding defects. Additional devices: unknown controller ac adapter (B)(4). If information is provided in the future, a supplemental report will be issued.